Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
With an onset date of (B)(6) 2019, post-op, there was lucency noted around the l2 transpedicular screws, indicating hardware loosening. Right l2 transpedicular screw extends into the l1-l2 disc space. There was also lucency noted around the left l5 transpedicular screw. No intervention was done. Outcome of the adverse event is still pending. According to the site related assessment, the adverse event was possibly related to posterior fixation and related to surgical construct and/or study procedure. According to sponsor assessment, the adverse event was possibly related to rhbmp-2/acs, possibly related to the graft, probably related to multi-axial screws, probably related to rods and probably related to the set screws. Additional surgical procedure was performed on (B)(6) 2018. Acute epidural hematoma surgery was performed after the surgeon identified compressive hematoma at l3-l4 and l4-l5 levels. He was able to clear out around the l4 nerve root and ensure that it was fully free. Relatedness of the additional surgical procedure to surgical construct and/or the study procedure: related. Plf grafting material related to surgical construct and/or surgical procedure: not related. Posterior fixation related to surgical construct and/or surgical procedure: not related. Interbody fusion related to surgical construct and/or surgical procedure: not related. Surgical procedure related to surgical construct and/or surgical procedure: causal relationship.

Event description:
Post-op, there was lucency around the l2 transpedicular screws, indicating hardware loosening. Right l2 transpedicular screw extends into the l1-l2 disc space. There is lucency around the left l5 transped. On (B)(6) 2020, the patient had a diagnosis of prostate cancer. Date of diagnosis of cancer was (B)(6) 2020.

Manufacturer narrative:
Additional information: b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: b1, b2, b5, g1, g2, h1, h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Lumbar CT demonstrated slight loosening of hardware at the top of the construct. On (B)(6) 2018, an acute epidural hematoma surgery was performed. The surgeon identified compressive hematoma at l3-l4 and l4-l5 levels, and was able to clear out around the l4 nerve root and ensure that it was fully free. This additional procedure was determined to be related to the surgical construct and/or surgical procedure. Lab work was performed on (B)(6) 2019, which showed elevated psa at 4.25. The patient was also diagnosed with cancer, with date of pathology report as (B)(6) 2020. The results revealed 3/12 positive for adenocarcinoma; the left mid lateral and left medial showed gleason 4+4=8 prostate cancer and the right base medial showed gleason 3+3=6 prostate cancer. There was no family history of cancer for the patient.

Manufacturer narrative:
It is unknown that which of the following implants (that were implanted in the surgery) loosened: product ID: 55410007545, lot: 0217237w, qty: 4, 510(k): k113174, UDI: (B)(4). Product ID: 55840007545, lot: h5282748, qty: 2, 510(k): k113174, UDI: (B)(4). Product ID: 55840006545, lot: 0617572w, qty: 2, 510(k): k113174, UDI: (B)(4). Product ID: 1553201080, lot: 0514330w, qty: 1, 510(k): k113174, UDI: (B)(4). Product ID: 5540030, lot: unknown, qty: 8, 510(k): k113174, UDI: (B)(4). Product ID: 4011022, lot: 46ak, qty: 1, 510(k): k120368, UDI: (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported via clinical study that the patient had an initial diagnosis of instability (up to and including grade 2 spondylolisthesis, retrolisthesis or lateral listhesis). All other diagnostic indications included: stenosis with documented pre-operative instability; recurrent disc herniation; concomitant lumbar degenerative deformity (cobb angle <(><<)> = or equal to 30 degrees). The patient underwent posterior lumbar fusion at l2-l3-l4-l5 with transforaminal lumbar interbody fusion at l4-l5. On (B)(6) 2019, during monitoring visit, post-op, it was noted that the patient had a bit of loosening of implants at the top of patient¿s construct. No actions have been taken yet and no patient complications have been reported. No other information is available. The status of the event is ongoing.

Event description:
Date of symptoms related to patient's cancer: (B)(6)2019.

Manufacturer narrative:
Additional information: b5, g1, g2. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Per physician interpretation of CT lumbar spine; the l2-3 level does appear stable though he has some lucency around the screws. This will likely could go on to heal pretty solid ongoing at 24 months. Product : current relatedness assessment infuse kit: not related mgs kit: not related action type: diagnostic, action subtype: CT lumbar spine-1, action result: abnormal, action date: (B)(6) 2019. Action info: diagnostic tests performed: loosening is noted of the l2 transpedicular screws and left l5 transpedicular screw. Action type: diagnostic, action subtype: CT lumbar spine-2, action result: abnormal action date: (B)(6) 2020. Action info: diagnostic tests performed: lucency adjacent to the l2 pedicle screws bilaterally consistent with loosening sponsor assessment: possible related to the post fix and not related to the plf graft, to the interbody fusion and to the procedure by sponsor.

Manufacturer narrative:
B5: event description updated. G1: manufacturer's details updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Sponsor assessment/ cec assessment: causal related to the procedure and to the post fix.